Event description:
On (B)(6) 2010, patient reported both the up and down arrow buttons on her infusion device are not functioning. Patient stated she noticed the down button was not working one week ago, and then the up button began not working today. Patient reported the buttons do pop back up when pressed. Verified that neither the up or down buttons were working. Patient will switch to her backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.